Event description:
The customer reported via phone call that they had an unexpected restart alarm on the insulin pump. Customer also reported a high pitch noise emitting from the insulin pump. Customer was able to resolve the noise by replacing the battery. It was also found there was a solid circle on the insulin pump's display. Customer's blood glucose was unknown. It was reported the unexpected restart alarm was recurring during normal use. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.